Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Soft fault- other- specify in comments. B)(4) .patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8100 unit. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech has error code 200.5040 on 8100 unit has to do with pump software version is not compatible, needs to reflash the software on unit if the flash fails next is the main board will have to be replaced.